Event description:
The button and spring on the handle broke off while impacting the punch for the tibia. Another was available and the surgery proceeded as planned. All pieces retrieved.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The button broke. The button and the spring came off of the handle.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with the reported event was returned for analysis. After visual examination of the part, complaint is confirmed. The red plastic tap from the locking mechanism of the device was broken. The separated plastic tap was returned for examination depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.